Event description:
Boston scientific crm received information that this local representative contacted technical services to report that this device triggered elective replacement indicator (eri) and asked if this device was included in any advisory. Technical services informed the local representative that this device was not included in any advisories. There was an expression of dissatisfaction with the device's longevity.

Event description:
--

Manufacturer narrative:
Recalculation determined that this device did not meet expected longevity. External visual inspection identified bodily fluid contamination in the lead barrels. All of the seal plugs were intact and all of the set screws operated normally. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
Subsequently, the device was returned and was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that the device met longevity expectations. The device is currently undergoing operational and functional testing.

Manufacturer narrative:
The available information suggests that the device remains in-service. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.